Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis. Bg value was not provided. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin as well as manual injections. Reportedly, treatment resolved the issue and the customer sustained no permanent damage. The customer completed a supply change and resumed insulin delivery. Although requested, no additional information was available.